Manufacturer narrative:
This event occurred in (B)(6) 2017. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a particle in the packaging of a catheter tip adapter. This occurred for thirty-eight (38) separate packages. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Thirty-nine (39) actual samples were received for evaluation and an evaluation is complete. A visual inspection with magnification was performed and the reported condition was confirmed for three samples. One sample was found with foreign material inside of the sealed packaging. One sample had loose foreign material on the adapter surface which measured at 0.10 square millimeters. The third sample was found with embedded particulate matter that measured at 0.10 square millimeters on the adapter body. The reported condition was verified for these three samples. An assignable cause could not be determined. The reported issue was not verified for the other thirty-six samples. A batch review was conducted and there were no deviations found related to the reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.